Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient had a scab that started bleeding and therefore presented to the clinic. System consisting of pacemaker and right ventricular (rv) lead was explanted on (B)(6) 2018 due to infection and erosion. During the extraction procedure, hematoma and pus were noted. The capsule appeared necrotic. Pocket was irrigated with antibiotic solution, hemostasis was achieved and the pocket was closed using non-absorbable sutures. Patient tolerated the procedure well.